Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump alarmed no delivery. Customer's blood glucose was 174 mg/dl. Customer reported that alarm was resolved by infusion set change. Customer declined to troubleshoot. Customer will return the set and reservoir for analysis. Advised the customer the infusion sets would be replaced. No further information provided.